Manufacturer narrative:
Details of correction: section h6 fdc updated to d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure highspeed perforator does not turn off as it pierces the bone and continues to drill into the underlying tissue. No patient impact reported. On followup it was reported that there was no patient impact and one minute delay in procedure. It was also reported that there was an intervention performed to change and finish the procedure with another tool. The alleged tool got discarded.

Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was discarded by customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.